Manufacturer narrative:
(B)(4). Date of initial report : 08/29/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device were sticking to the patient's tissue. This occurred during the first use as well. There was no bleeding.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report: 08/29/2016. Date of follow-up report : 09/15/2016. The reported condition that the jaws were sticking to tissue was confirmed. Inspection found the jaws closed with tissue while the handle was not locked. The knife was difficult to advance to make a cut. The tissue in the webbing and in the blade slot prevented the knife from advancing far enough to make a proper cut. The investigation identified the root cause of the reported event to be improper cleaning. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.